Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received multiple calibration errors and change sensor alerts. Blood glucose level at the time of the incident was 190 mg/dl. The customer also reported a separate incident in which she had a bent cannula that caused multiple meter bg now alerts. Blood glucose level at the time of this incident was between 40 and 50 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.